Event description:
It was reported that the customer had a blood glucose level displayed as "low." The specific value was unknown. The customer consumed carbohydrates to address the low blood glucose and did not require assistance from a third party. Technical support assisted with updating the correction factor setting and advised the customer to consult their healthcare provider when updating settings.